Event description:
It was reported the ventricular sensitivity failed at 1 millivolt, result was 1.5 millivolt. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device failed incoming functional testing; atrial heartwire contact found contaminated. It is noted no anomalies observed with further functional testing. Battery returned with device measured 9.11 volts no load.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.